Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing glucose (bg) levels into the 500 mg/dl range. The customer indicated that the bg level was high while using novolog and that she may be resistant to the affects of novolog. The insulin type was switched to apidra and the bg came slightly under control. Insulin injections were administered to address the high bg level. The customer stated that the bg levels were to be discuss with a trainer and a healthcare provider.